Event description:
A patient reported experiencing inaccurate results with a fasttake meter. The patient's blood glucose results were 232mg/dl, 143mg/dl. Tests were done within 10 minutes with a difference of 42%. Patient did not experience any adverse events. No further information has been reported.